Manufacturer narrative:
(B)(4).

Event description:
Isn't this the stuff that poisoned people? [Poisoning]. This case was reported by a consumer via interactive digital media and described the occurrence of poisoning in a patient who received biotene oralbalance unknown formulation (biotene) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene. On an unknown date, an unknown time after starting biotene, the patient experienced poisoning (serious criteria gsk medically significant). The action taken with biotene was unknown. On an unknown date, the outcome of the poisoning was unknown. It was unknown if the reporter considered the poisoning to be related to biotene. This additional information: adverse event information received via social media ((B)(6)) on (B)(6) 2019. The consumer posted that, "isn't this the stuff that poisoned people?"